Manufacturer narrative:
An inspection of the cell-dyn ruby analyzer by an abbott field service engineer was conducted and no anomalies were noted. A quality review of complaint tracking and trending data was performed and no adverse trends were identified. An abbott subject matter expert reviewed the complaint documentation and stated that the issue seems to be pre-analytical sample related and not an open or closed mode discrepancy for hemoglobin. This is apparent with the marked difference in rbc, plt, and slight difference in the wbc results. Unfortunately, with such pre-analytical issues where there may have been a clot formation neither of the results are accurate. The cell-dyn ruby system operator's manual provides troubleshooting instructions for imprecise or inaccurate data. Based on the event details and investigation, no product deficiency was identified with the cell-dyn ruby in regards to the reported event.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient (B)(4) (no consequences or impact to patient), (B)(4). Device (B)(4) (incorrect or inadequate test result) (B)(4).

Event description:
The customer stated that an initial hemoglobin result of 5.61 g/dl was generated on the cell-dyn ruby in closed mode. The same sample retested at 12.7 g/dl in open mode. The customer stated that no error message was generated and the sample volume was sufficient. The initial result was not reported out of the laboratory. No adverse impact to patient management was reported.